Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that three (3) pump modules had motor stall failure showing error code 242.4030. There was no patient harm.

Event description:
It was reported that three (3) pump modules had motor stall failure showing error code 242.4030. There was no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the motor stall failure showing error code 242.4030 was confirmed through the log review and replicated during laboratory testing. The functional testing was performed using known-good parts and a dchu lab test pcu. It was found that the suspect pump modules op1 sensors were damaged. For testing purposes only, the suspect air-in-line (ail) sensor assembly was replaced with a known-good dchu part, the pump module was then attached to the dchu pcu and powered on. The door was opened, and no alarms or errors were noted. The motor stall ¿ ail assembly issue was escalated via dir# (B)(4). A review of the pump module (s/n (B)(6)) error log showed that the device presented eleven (11) 242.4030 error codes (motor stall, fatal severity) between (B)(6) 2025 and (B)(6) 2025. The pump module (s/n (B)(6)) error log showed that the device presented three (3) 242.4030 error codes (motor stall, fatal severity) between (B)(6) 2025 and (B)(6) 2025. The pump module (s/n (B)(6)) error log showed that the device presented tweny-four (24) 242.4030 error codes (motor stall, fatal severity) between (B)(6) 2025 and (B)(6) 2025. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. There was no patient harm. The device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Please replace the air in line (ail) assembly of all the suspect devices. Please replace upper pressure sensor on pump module sn (B)(6) and sn (B)(6). Root cause: the root cause of the reported error code 242.4030 was identified as damaged op1 sensors. Inadequate manufacturing procedure (mp) leads the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. As the lvp devices with these minor defects are used in the field, they will cause system error 242.4030 when the solder joint become open and the op1 infrared/encoder led become flat 180° or fall off (missing). Note that this report lists imdrf annex a040502, a1801, a0401, a0709, g02017, g04088, g0301204, c0503, c07, c0503, c0601, c02, d08, d15, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.